Manufacturer narrative:
Correction: b5, h6 - h6 code a25 was included erroneously, and is not intended to be included with this report. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use mechanical lithotriptor's distal tip came off during an endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
It was reported the single-use sphincterotome's cutting wire broke during retrieval. This occurred during an endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with the device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.